Manufacturer narrative:
H6: method other; device not returned for evaluation; follow-up information from physician reporting event. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.

Event description:
Patient was reported to have undergone a pedicle screw augmentation. A postoperative cxr and CT scan showed evidence of bone cement emboli zed to the patient's lungs. The patient was reported to have no adverse clinical symptoms, and was treated with anti-coagulants.